Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) unit involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Visual inspection revealed that the rolling loop guide springs had slipped out from underneath one of the clamps on the insertion axis. The rolling loop was found to be badly deformed. As a fix, the rolling loop will be replaced. The unit will be upgraded from a - 22 to a - 3 and the new spar sub assembly will be replaced to accommodate the repair. The unit passed the remaining functional tests after initial repair. The unit passed direction test, sensor check, carriage lissajous sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/acm fan and fiber test. The unit passed the remaining functional tests after initial repair.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the robot "had failed". The customer elaborated that after docking, they noticed a piece of metal sticking out of the arm. An image was provided and it appeared that universal surgical manipulator (usm) 2 had a piece of metal sticking out of carriage rail. The procedure was going to be continued after the customer converted to an alternate patient side cart (psc). There was no reported injury. Follow-up attempts have been performed to request additional information related to this event. However, no further details have been provided as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found a damaged cable protruding from the universal surgical manipulator (usm). The fse replaced the usm and performed all required programming, calibration, and test drive. The system was tested and verified as ready for use. Isi has received the usm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A product log review was performed. Per review, the cholecystectomy was performed on (B)(6) 2022 via system (B)(4). Image review: review of the provided image is consistent with the physical damage to the arm. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. System log review: a system log review cannot be performed because the system logs are not available at this time. The system was not connected to onsite. This complaint is considered a reportable event due to the following conclusion: the customer converted to another dv after the start of the procedure due to physical damage to the arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.